Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose the customer blood glucose level was 400 mg/dl at the time of incident also customer experience different blood glucose level 288 mg/dl, 274 mg/dl. Customer treated with syringes. Customer does not allege for under delivering the pump. The drive support cap was appears to be normal. The product will not be returned for analysis.